Manufacturer narrative:
B3: march 2025 is the reported month/year of the event, but exact day not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue, and the downstream occlusion (dso) was calibrated.

Event description:
It was reported the device had error 45985. There was no patient involvement.